Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 2916596-2020-04960. Manufacturer's investigation conclusion: review of the submitted system controller log files confirmed pump stop events and associated alarms. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, a specific cause for the interruptions in pump function could not be conclusively determined through this evaluation. Additionally, multiple low flow alarms not associated with pump stop events were observed within the submitted log files. Review of the submitted log file confirmed multiple pump stop and low speed events on (B)(6) 2020. The observed events occurred while the device was operating on the power module. The log files also showed multiple low flow events when the estimated flow was calculated below the low flow threshold of 2.5 lpm. It was reported that the patient was experiencing low flow and low speed events while operating on the power module on (B)(6) 2020. The system controller was exchanged on (B)(6) 2020 and the patient initially did not have any additional alarms while on a grounded patient cable on both the power module and battery power. On (B)(6) 2020, it was reported that the patient had loss of consciousness (loc) for a few seconds around 12:30 that day with no alarms noted. It was noted that the patient had a pump stop event around 14:06:00, with no alarms heard. An ungrounded patient cable was requested. It was reported on (B)(6) 2020 that the patient had been discharged home on an ungrounded patient cable and was asymptomatic. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device history records for the driveline assembly was reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 02oct2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's reference number:2916596-2020-05440. It was reported that the patient had a pump stop and that there was bending found on the electrical wire of the controller cable by x-ray imaging. The customer suspected the electrical wire was damaged and changed to a backup controller.